Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported a left side implant exchange with no complaint against the device. Healthcare professional later reported "rupture". Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported a left side implant exchange with no complaint against the device. Healthcare professional later reported "rupture". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on radius side assessed, as fold flaw opening. Missing shell assessed, as inconclusive. Additional observations: creases are observed, wear abrasion is observed, brown particles were observed, on the shell. Stress marks are observed assessed, as non-penetrating nick.

Event description:
Healthcare professional reported, a left side implant exchange with no complaint against the device. Healthcare professional, later reported, "rupture". Patient undergone capsulectomy. Device has been explanted and replaced.